Event description:
Device appears to be undersensing on atrial and ventricular lead (after detection) in treated episode #2547. Model number 0185 serial number (B)(6). Health effect code: 4582. Device problem code: 1661. Reference report: mw5183330. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).